Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer was unsure which strip lot produced the discrepant results. Reference medwatch report with patient identifier (B)(6) for the additional suspect device used.

Event description:
Customer reportedly received results of 179 mg/dl and 88 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.